Manufacturer narrative:
Added UDI - (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the trunk-ipsilateral leg component was implanted successfully. After the trunk was implanted, a contralateral leg component (plc231000j) was deployed extending distally from the ipsilateral leg on the patient¿s right side. A distal type I endoleak was identified on the contralateral leg component. It was also reported the contralateral leg component landed distal to its intended location covering the right internal iliac artery (riia). The physician attempted to push up the contralateral leg component using a balloon catheter. It was reported the physician's attempt to push up the contralateral leg component was unsuccessful and the riia remained covered. It was then reported the patients¿s riia was coil embolized. A contralateral leg component was implanted extending from the distal portion of the plc231000j. Imaging reportedly no longer identified the distal type I endoleak. The procedure was reportedly concluded with no further adverse events. The patient tolerated the procedure.